Event description:
It was reported that the user experienced a low glucose event with a measured value of 65 mg/dl after cataract surgery during a period when the physician instructed disconnection from the system, and the user treated the low with oral carbohydrates and recovered. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful self-treatment with oral glucose. Troubleshooting and education were completed with the user, and the user plans to reconnect when advised. Investigation included a review of the event details and user report. Investigation of this case revealed no device malfunction reported while disconnected and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.